Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Cracked weld at bottom rear of left side frame. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and actual observation of the returned product in its "as received" condition, the complaint was confirmed for the left side frame of having a fractured lower frame tube and upright rear tube near where the two tubes are welded. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Cracked weld at bottom rear of left side frame. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and actual observation of the returned product in its "as received" condition, the complaint was confirmed for the left side frame of having a fractured lower frame tube and upright rear tube near where the two tubes are welded. The dealer stated that the frame is cracked at a weld on the left side.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the frame is cracked at a weld on the left side.